Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2023-10357. All information has been consolidated into this report. Continued h.6. Health effect - impact code: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "mastitis." Healthcare professional later reported "swelling of the breasts and the pain." Healthcare professional later reported left side "grade IV capsular contracture." Device has been explanted and replaced.